Event description:
Customer reported the system is displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the interconnect cable connectors and pins. System operates as intended.